Event description:
Pt underwent extraction of dislocated intraocular lens, which was dislocated due to a zonular dialysis in her right eye. The lens was removed and an anterior vitrectomy was performed and a posterior chamber sewn in intraocular lens was used.